Event description:
Customer alleged that a patient was found on the floor with a fracture hip. The bed was careassist bed with an acucair overlay. All 4 siderails were up. The foot section was elevated. It was determined that the patient suffered a broken hip and was taken to surgery. He was taken to ICU after surgery and he apparently died sometime later.

Manufacturer narrative:
According to the hill-rom investigation, the facility believed the patient pulled himself up and over the siderails. The facility did not know what bed or serial number was involved in the event, although they did say it was a careassist.